Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the usb port was damaged and would not charge the pump battery. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin delivery.